Event description:
Received info that customer states she is experiencing multiple occlusion alarms. Customer blood glucose level was high (293 mg/dl).

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.